Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that a coil could not be detached during a coiling treatment of an aneurysm. Upon withdrawal, the physician tried to detach the coil in vitro (outside the patient) and the coil detached successfully. The physician used another coil and finished the procedure successfully. No further information was provided. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer- additional information: the pushwire was received without the implant coil; therefore, any contributing factors from the implant coil could not be assessed. As received the pushwire was broken into three segments, which were all retained together by the release-wire. The cause of non-detachment could not be determined. Based upon analysis findings user context may have contributed to the reported event; due to an incorrect method of manual detachment. The customer reported the coil was detached successfully outside the patient. All devices are 100% inspected for damages and irregularities during manufacture. *note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.